Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('devices have fragmented within the patient's body'), fallopian tube perforation ('perforation of the tube') and uterine inflammation ('uterine inflammation') in a 46-year-old female patient who had essure (batch no. 20221226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation (on left tube) on (B)(6) 2012, esophageal ulcer (caused by non-steroidal anti-inflammatory) on (B)(6) 2012 and parity 2 (2 - normal birth). Previously administered products included for an unreported indication: oral contraceptive. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced procedural pain ("she left the hospital with pain in her lower abdomen (same day of the essure insertion)") and complication of device insertion ("failed to insert the device on the left side"). In 2017, the patient experienced heavy menstrual bleeding ("increased menstrual flow with clots (getting up to 15 days in menstrual period)"), headache ("headaches"), pain in extremity ("leg pain"), peripheral swelling ("swelling of legs"), dysmenorrhoea ("pain during mentrual flow"), paraesthesia ("tingling"), vaginal discharge ("strong odor from the vaginal fluid"), vulvovaginal pruritus ("vaginal pruritus") and diarrhoea ("sporadic intermittent diarrhea related to menstrual flow"). On (B)(6) 2020, the patient experienced fallopian tube perforation (seriousness criterion intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), uterine inflammation (seriousness criterion medically significant), abdominal pain lower ("severe cramps in the lower abdomen, like sting"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain / stitches"), uterine pain ("sensation of uterine perforation"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis / adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain"), anxiety disorder ("anxiety disorder"), nervousness ("nervousness"), stress ("stress"), device dislocation ("device dislocation"), genital haemorrhage ("bleeding") and abnormal uterine bleeding ("abnormal uterine bleeding") and was found to have uterine leiomyoma ("small fibroids"). The patient was treated with alprazolam, antiinflammatory agents, benzocaine (oral analgesic), metamizole sodium (dipirona sodica) and surgery (medical device removal and total hysterectomy). Essure was removed. At the time of the report, the device breakage, uterine inflammation, procedural pain, complication of device insertion, abdominal pain lower, breast pain, abdominal distension, oedema, heavy menstrual bleeding, headache, pain in extremity, peripheral swelling, dysmenorrhoea, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety disorder, nervousness, stress, device dislocation, vulvovaginal pruritus, diarrhoea, uterine leiomyoma, genital haemorrhage and abnormal uterine bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal uterine bleeding, adenomyosis, alopecia, anxiety disorder, arthralgia, back pain, breast pain, coital bleeding, complication of device insertion, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, mood swings, nervousness, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, stress, tremor, uterine inflammation, uterine leiomyoma, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: there are some discrepant informations: 2 different dates of essure insertion: (B)(6) 2012 and (B)(6) 2014 and in some parts of the report, there was a fallopian tube perforation and in other parts, there is the information that there was no perforation. The patient also reported that the essure removal was on (B)(6) 2021 (discrepant information). Diagnostic results (normal ranges are provided in parenthesis if available): blood iron - on (B)(6) 2019: 47 ¿g/dl - reference values: 50 - 170 ¿g/dl. Serum ferritin - on (B)(6) 2019: 8.3 ng/ml - reference values 10-291 ng/ml. Ultrasound abdomen - on (B)(6) 2012: uterus in retroversion. Ultrasound breast - on (B)(6) 2012: slight ductal ectasia on the right and septate cyst in the left breast. X-ray - on an unknown date: the essure was badly positioned on the fallopian tubes. Lot number: 20221226 manufacturing date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('devices have fragmented within the patient's body'), fallopian tube perforation ('perforation of the tube') and uterine inflammation ('uterine inflammation') in a (B)(6)-year-old female patient who had essure (batch no. 20221226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation (on left tube) on (B)(6) 2012, esophageal ulcer (caused by non-steroidal anti-inflammatory) on (B)(6) 2012 and parity 2 (2 - normal birth). Previously administered products included for an unreported indication: oral contraceptive. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced procedural pain ("she left the hospital with pain in her lower abdomen (same day of the essure insertion)") and complication of device insertion ("failed to insert the device on the left side"). In 2017, the patient experienced heavy menstrual bleeding ("increased menstrual flow with clots (getting up to 15 days in menstrual period)"), headache ("headaches"), pain in extremity ("leg pain"), peripheral swelling ("swelling of legs"), dysmenorrhoea ("pain during mentrual flow"), paraesthesia ("tingling"), vaginal discharge ("strong odor from the vaginal fluid"), vulvovaginal pruritus ("vaginal pruritus") and diarrhoea ("sporadic intermittent diarrhea related to menstrual flow"). On (B)(6) 2020, the patient experienced fallopian tube perforation (seriousness criterion intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), uterine inflammation (seriousness criterion medically significant), abdominal pain lower ("severe cramps in the lower abdomen, like sting"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain / stitches"), uterine pain ("sensation of uterine perforation"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis / adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain"), anxiety disorder ("anxiety disorder"), nervousness ("nervousness"), stress ("stress"), device dislocation ("device dislocation"), genital haemorrhage ("bleeding") and abnormal uterine bleeding ("abnormal uterine bleeding") and was found to have uterine leiomyoma ("small fibroids"). The patient was treated with alprazolam, antiinflammatory agents, benzocaine (oral analgesic), metamizole sodium (dipirona sodica) and surgery (medical device removal and total hysterectomy). Essure was removed. At the time of the report, the device breakage, uterine inflammation, procedural pain, complication of device insertion, abdominal pain lower, breast pain, abdominal distension, oedema, heavy menstrual bleeding, headache, pain in extremity, peripheral swelling, dysmenorrhoea, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety disorder, nervousness, stress, device dislocation, vulvovaginal pruritus, diarrhoea, uterine leiomyoma, genital haemorrhage and abnormal uterine bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal uterine bleeding, adenomyosis, alopecia, anxiety disorder, arthralgia, back pain, breast pain, coital bleeding, complication of device insertion, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, mood swings, nervousness, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, stress, tremor, uterine inflammation, uterine leiomyoma, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: there are some discrepant informations: 2 different dates of essure insertion: dec2012 and apr2014 and in some parts of the report, there was a fallopian tube perforation and in other parts, there is the information that there was no perforation. The patient also reported that the essure removal was on (B)(6) 2021 (discrepant information). Diagnostic results (normal ranges are provided in parenthesis if available): blood iron - on (B)(6) 2019: 47 g/dl - reference values: 50 - 170 g/dl. Serum ferritin - on (B)(6) 2019: 8.3 ng/ml - reference values 10-291 ng/ml. Ultrasound abdomen - on (B)(6) 2012: uterus in retroversion. Ultrasound breast - on (B)(6) 2012: slight ductal ectasia on the right and septate cyst in the left breast. X-ray - on an unknown date: the essure was badly positioned on the fallopian tubes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.